Event description:
I had a blue light photodynamic therapy at dermatologist office. My face was wiped with acetone on multiple spots then levulan kerastick applied over those same areas. I felt a drip heading for my eyes and was given a paper towel to wipe near eyes. I then was given a hat and sent out into a waiting area for 1 hour 20 minutes. I then was brought into a room where the light was located on a stand. I was fitted with small goggles over my eyes then told I would feel hot sensations and was given a hand held fan. The light was positioned very close, I couldn't see, then turned on while the 2 attendants left the room and closed the door. It didn't take long for the burning feeling on my face to become intense and intolerable. I screamed out calling for help and finally had to kick the rolling light stand away from me. It was traumatic. I opened the door while the attendants and np came to the room as they thought that they had heard me. I think that the procedure should have been observed by a trained professional the entire time. Fortunately I was not hurt kicking an extremely hot lamp away from my body. Now for 40 hours following I still have to avoid sunlight and artificial lighting as no one knows what the effect of the levulan kerastick might do to my face. I just hope that there won't be any long lasting problems with light on my face.